Event description:
It was reported the customer was hospitalized several times for low blood glucose. Troubleshooting was not performed at time of call and no additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.